Event description:
It was reported that the patient fainted and was admitted to accident and emergency. The patient had loss of ventricular capture and hence went into pause dependent ventricular fibrillation. Interrogation of the pulse generator showed a sudden increase of threshold to 2.7 v. The patient under- went lung surgery three months prior where diathermy was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.